Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced and the voltage adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a burning smell at boot up. No patient injury was reported.